Manufacturer narrative:
On (B)(6) 2016 - update: the physician programmed minute ventilation to off and left xl only, and have not seen pacing at 120 since.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the device connected to this lead was pacing at 120 while the patient was in the hospital after a change out. This ra lead has subclavian crush which was already known by the physician. There is no indication of intervention.